Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer support provided information to reset the pump, assisted the caller with the reset, and confirmed no recurrence of the malfunction.